Event description:
It was reported that the procedure was to treat a lesion in the popliteal artery. After pre-dilatation, during advancement of the xpert stent delivery system on a non-abbott guide wire in the patient vasculature, the xpert became stuck on the guide wire. The xpert and the guide wire were removed together as a single unit. There was no additional intervention. There were no adverse patient effects. Device evaluation found a partially deployed stent. Additional information was later received indicating that the xpert stent was found partially deployed after it was removed from the sheath.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned self expanding stent system (sess) found the stent implant was returned partially deployed 2.3 cm. The outer tubing was retracted 2.3 cm proximal to the tip crown. Additional information was later received indicating that the xpert stent was found partially deployed after it was removed from the sheath. This partial deployment likely occurred during handling while attempting to remove the xpert from the guide wire. There was a bend in the metal shaft 10.4 cm distal to the distal end of the luer. This bend is likely due to handling during use. There was no other damage noted to the sess. The non-abbott guide wire was returned frozen in the sess. There was 53 cm of the distal end of the non-abbott guide wire extending out from the distal end of the sess tip. There was a bend in the tip of the guide wire and multiple bends in the guide wire core. The multiple bends in the guide wire core may have been caused by anatomical conditions. The bends noted in the guide wire and xpert system were not reported during the prior to use inspection, suggesting that the damage occurred during use. There was no other damage noted to the non-abbott guide wire. Potential factors that may contribute to resistance with a guide wire may include, but are not limited to, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, kinks on the guide wire or damage to the distal shaft of the sess. In this case, it is likely that the bends in the guide wire along with the bend in the metal shaft of the xpert system contributed to the resistance, which ultimately caused the two to become frozen together and caused the difficulty removing. This was further confirmed during functional testing of the returned product. An attempt was made to remove the non-abbott guide wire from the sess, but was not able to be removed. After the sess and non-abbott guide wire were soaked in the water bath, the guide wire was removed from the sess. An attempt was made to backload the returned guide wire through the sess but there was strong resistance at the bends in the guide wire core and was not able to backload. A new 0.018 inch guide wire was backloaded through the sess and removed with resistance noted at the bend in the metal shaft during backloading and removal. As it was reported the xpert was being used to treat the popliteal artery, it should be noted that the product instruction for use (IFU) states: the xpert self-expanding transhepatic biliary stent system is intended for use in the palliation of malignant strictures in the biliary tree. It may also be possible that the bends in the guide wire and xpert system are a result of using the product in an un-indicated vasculature. However, this could not be confirmed. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. A query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported difficulties appear to be related to case circumstances and there is no indication to suggest a product deficiency.